Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of coronary artery disease. A CT scan of the head obtained the previous day demonstrated ¿multiple infarcts,¿ per the reporting nurse. Per discussion with the care team, no concerns or allegations were raised regarding impella involvement. Care was later withdrawn, and the patient expired. The reported stroke is consistent with the patient¿s underlying critical illness, cardiogenic shock physiology, and cerebrovascular risk factors. The death is most likely attributable to the severity of the underlying ami/cgs and hemodynamic deterioration associated with scai shock stage d.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.